Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. It was alleged "pump will make sound and not vibrate when it's supposed to". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/07/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/20/2017 with the following findings: during investigation, the vibratory and auditory alarms functioned properly. The pump was opened to find no damage to the vibration motor or vibration motor contact pads. The complaint of the vibratory alarm not working was unable to be duplicated.